Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that oil gel globules were seen in the bd vacutainer® sst¿ ii advance plus blood collection tube during use after the centrifugation, causing the instrument probe to get clogged. This occurred on 100 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "gel globules seen post centrifugation. This is happening frequently & the probe gets clogged & will lead to erroneous results."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel globules with the incident lot was observed. Additionally, testing of the customer samples was performed and gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that oil gel globules were seen in the bd vacutainer® sst¿ ii advance plus blood collection tube during use after the centrifugation, causing the instrument probe to get clogged. This occurred on 100 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "gel globules seen post centrifugation this is happening frequently & the probe gets clogged & will lead to erroneous results."